Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm approximately 36 months ago. The aortic neck was angulated 35 degrees, 24 mm in diameter and 25 mm long, and contained a 1 cm long thrombus but was not calcified. The patient presented emergently approximately 1 months ago, and the CT and angiography demonstrated a migration of 30 mm in the distal direction and a large retroperitoneal hematoma on the right aortic neck (a contained rupture). The aneurysm remained 5.7 cm in diameter, and the aortic neck was reversed funnel shaped, angulated 83 degrees, and remained 24 mm in diameter. The primary cause of migration was noted to be diseased progression and aortic neck angulation. It was also noted that both limbs of the stent graft contained thrombus. The physician performed a surgical repair of the ruptured aneurysm and implanted a bifurcated dacron stent graft to successfully resolve the migration. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: (graft migration, ruptured vessel/aneurysm). (Severely angulated aortic neck). Evaluation: conclusion: (severely angulated aortic neck).